Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper cassette insertion into the device, or misalignment insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/02/2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge failed. This occurred during surgery. A prp kit was used on an angel machine to process prp. The machine errored with an underspend warning. The machine was powered off and back on, and it reattempted to spin, but the same error occurred. A second kit was loaded to ensure the machine was the issue, not the kit. The same problem occurred. The patient was not treated with any of the prp as the machine and kits would not process correctly. There was no additional information provided, and additional information has been requested.